Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event was made. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately nine years post implantation due to pain, metal debris and loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: patient date of birth. New information does not change the investigation-results of this incident, a follow up report will be submitted when additional information becomes available. Zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with an unknown durom component. Subsequent the patient underwent revision surgery due to mild metalosis, mechanical failure, left metal-on-metal total hip replacement and loosening of the acetabular shell.